Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: a small part of the inner screw head recess, matrix drive cross head, fragmented off screw upon final turn. The fragment was sucked up by suction tube. The screw was fully inserted into bone and locking plate and the fragmentation did not compromise the screws locking ability into the plate or stability of the fixation. No material available.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.